Manufacturer narrative:
Name: tandem, country: united states of america, street: 11045 roselle street suite 200, city: san diego, state: california, zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a hyperglycemia event and presented to the emergency room on (B)(6) 2026. The event was associated with a kinked cannula in the infusion set, which likely resulted in impaired insulin delivery. The patient¿s blood glucose level was reported as 21 mmol/l. The event was managed with intravenous administration of insulin along with fluids, including saline and potassium.